Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for few seconds, the balloon ruptured vertically. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.